Manufacturer narrative:
(B)(4). Batch # unknown (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Because the surgeon thought it was powered, did he follow the manual steps for use or the powered steps? Did the patient receive any preoperative chemotherapy or radiation? What is the surgeons experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? If a leak was noted, how was it addressed? Was the staple line visualized endoscopically during the initial surgical procedure? What is the current status of the patient? (B)(4).